Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was re ported that the patient got their first ins replaced because they ¿broke the gyroscope¿ in the implant. No patient complications were reported as a result of this event.